Event description:
Same case as MDR ID 2134265-2015-03306. It was reported that a shaft rupture and deflation failure occurred resulting in patient complications. Post dilation of a stent was performed using an 8mm x 3.50mm nc quantum apex¿ balloon catheter. The balloon was inflated once at 16 to 18 atmospheres; however, the shaft ruptured. The rupture was located on the distal end of the device where the shaft and the balloon segment meet. The balloon could not be deflated. The physician pulled forcefully to withdraw the balloon into the guide, still inflated. A second 8mm x 3.50mm nc quantum apex¿ balloon catheter was advanced and the same event occurred. It was suspected that an air embolism occurred; the patient¿s blood pressure and heart rate dropped suddenly. Medication was administered to stabilize the patient¿s condition. The procedure was not completed. No further patient¿s complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation and wire lumens. The balloon was loosely folded. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro markerband. A portion of the outer shaft was torn/burst and plastically deformed in the form of a bulge 4cm ¿ 13cm and 18.5cm ¿ 19cm from the guidewire exit notch. The more distal deformation was torn 4mm in length. The inner shaft was kinked 19cm from the guidewire exit notch. The tip was damaged. The reported deflation difficulty could not be confirmed due to the returned condition of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).